Manufacturer narrative:
A sample from the patient was provided for investigation. The differences in tsh values most likely relate to different conditions of the analyzers used and specific handling differences. All generated values are well within the normal reference range of the assay. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys anti-tshr immunoassay (anti-tshr) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The patient is suspected of having syndrome of inappropriate secretion of tsh (sitsh). The patient is aged in her 20s. This medwatch will apply only to tsh. Please refer to the medwatch with (B)(6) for information related to ft3, refer to the medwatch with (B)(6) for information related to ft4, and refer to the medwatch with (B)(6) for information related to anti-tshr. The sample was initially tested on the customer's analyzer. The sample was then provided for investigation, where it was tested on a cobas 6000 e 601 module (e601), cobas 8000 e 602 module (e602), and 2 cobas e 411 immunoassay analyzers (e411). Refer to the attachment for all patient data. For the results followed by "(peg)", the patient sample was treated with polyethylene glycol (peg) prior to testing. There were no allegations of an adverse event occurring with the patient. The model and serial number of the customer's analyzer were asked for, but not provided. The e601 analyzer used for the investigation was serial number (B)(4). Tsh reagent lot number 189279, with an expiration date of 07/31/2017 was used on this analyzer. The e602 analyzer used for the investigation was serial number (B)(4). Tsh reagent lot number 185522, with an expiration date of 06/30/2017 was used on this analyzer. The e411 analyzers used for the investigation were serial numbers (B)(4). E411 serial number (B)(4) was used for testing of anti-tshr only. Tsh reagent lot number 189279, with an expiration date of 07/31/2017 was used on e411 analyzer serial number (B)(4).